Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer failure, user tried to reboot and recovery storage space, but issue still persisted. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jan-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 6 was failed. A field service engineer found no failed icons upon arrival. Released all pockets in hardware test application (hta) and removed debris from all full height drawers. Reseated all connections and confirmed hardware test application (hta) status. Rebooted the station, had the customer perform inventory, and verified successful functionality in the application. The system functioned as intended after the field service engineer repaired the device.